Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to obtain the device. To date no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap gastric sleeve, the retractable tip of the device (pn120), when crossing the abdominal cavity, it blocked. The stylet did not retract. A new device was used and the procedure was successfully completed. There was no patient consequence.